Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. All other electrical measurements were in range. No intervention was performed and the patient would continued to be monitored.